Manufacturer narrative:
This report is being submitted to correct the additional MFR narrative in section h. Device manufacturers only. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) in the left ventricular (lv) channel. Additionally, an alert for the left ventricular automatic threshold (lvat) test was recorded as higher than programmed or suspended. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) in the left ventricular (lv) channel. Additionally, an alert for the left ventricular automatic threshold (lvat) test was recorded as higher than programmed or suspended. This crt-d remains in service. No adverse patient effects were reported.